Manufacturer narrative:
No product returned. Because no device or device logs were returned, or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the devices have cracks in bottom both sides where fastening screw are attached. The customer is requesting to have it replaced not only for cosmetic reasons but for infection control and possible fluid invasion issues.